Manufacturer narrative:
The explanted devices were not returned to bsn as it were discarded by the medical facility.

Event description:
A report was received that the patient had erosion over the ipg site for unknown reason and infection had developed at the pocket site. The symptoms included fever, redness, swelling and drainage. The patient was placed on antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 18129969, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had erosion over the ipg site for unknown reason and infection had developed at the pocket site. The symptoms included fever, redness, swelling and drainage. The patient was placed on antibiotics and underwent an explant procedure.